Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received from the physician on (B)(6) 2013 noted that the patient reported pain during intercourse, bleeding and discomfort in august 2006. She later informed the physician that she wanted the device removed; the physician referred her to another doctor for the removal. The device was removed on (B)(6) 2013 and the patient stated she was feeling better post operation.